Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead exhibited noise when pressing palms together. Technical services (ts) reviewed noting the noise was being over-sensed, resulting in a 2 second pause in pacing. Ts noted there could be lead on lead noise as the noise was parallel on both channels. This patient was pacemaker dependent and did not experience any symptoms. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).